Event description:
It was reported that this left ventricular (lv) lead presented loss of capture (loc). The lv has been turned off and x-ray imaging was performed but the cause for loc was not established. At this time the patients is been monitored. This lv lead remains in service. No additional adverse patient effects were reported.